Event description:
Vns pt is experiencing stroke-like symptoms, during which their neck swells up their eyes roll back and they black out. The pt was reportedly taken to the hospital due to these symptoms, but nothing was resolved because their treating neurologist was not available. The pt was recently fallen twice, once while at the hospital where they hit their head and once at home causing them to 'bust their ear open'. The pt's family member reported that securing the magnet over the device to temporarily discontinue stimulation did not alleviate the pt's symptoms. There have reportedly been no recent changes to the pt's drug regimen, but the pt's family member reported that the onset of symptoms concluded with a recent adjustment to programmed parameters. Treating neurologist indicated that there had been no recent changes to programmed parameters and that the pt's symptoms were not related to the vns therapy but to a frozen left shoulder. The pt has previously reported left neck swelling, neck spasm and pain during stimulation approximately five months post-implant. It was reported at that time that securing the magnet over the device to temporarily discontinue stimulation did alleviate the pt's symptoms, but that an adjustment to programmed pararmeters did not alleviate the pt's symptoms. The pt was seen by neurosurgeon at that time who reportedly did not believe that the symptoms were related to the vns therapy and referred the pt back to their neurologist. The pt is currently being seen by a new neurologist due to dissatisfaction with their original neurologist. The new neurologist has indicated that the pt's device was not working and recommended device replacement. Investigation has been unable to determine the nature of the alleged malfunction or whether the pt's symptoms are related to the vns therapy due to conflicting reports from the pt's family member, their original neurologist and their new neurologist.